Event description:
Info received indicates the head hi/low function is drifting down.

Manufacturer narrative:
The technician isolated the issue to contamination on the hydraulic valve. He replaced the hydraulic valve to repair the bed.